Event description:
It was reported that an alert/notification settings issue occurred. On 03/05/2026, while the patient was asleep, the cgm reading would have fallen below 80 mg/dl; however, no alert reportedly sounded. The patient experienced a loss of consciousness. The patient¿s husband found the patient unresponsive and ¿gurgling out of their mouth.¿ a fingerstick blood glucose (bg) measurement obtained by the husband revealed a bg level of 27 mg/dl. The corresponding cgm reading at that time was unknown. The patient received two glucagon injections, and emergency services were contacted. Upon arrival, paramedics obtained a fingerstick measurement showing a bg level of 40 mg/dl. The cgm value at that time was also unknown. The patient was treated with intravenous glucose and transported to the hospital, where they regained consciousness. In the hospital, the patient was further treated with juice and a sandwich. The patient also received steroids for fluid buildup around the heart, which was reported as unrelated to dexcom. During hospitalization, a fingerstick reading of 140 mg/dl corresponded with a cgm reading of 148 mg/dl. At the time the report was submitted (the day after the event), the patient remained hospitalized, and the anticipated discharge date was unknown. The patient was reported to be in stable condition and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 04/09/2026. Data was received and evaluated. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, the estimated glucose values were in range, dropping from 143 mg/dl to 116 mg/dl from 01:17 am to 01:42 am. At 01:46 am, the low alert threshold was updated from 70 mg/dl to 150 mg/dl, and the app delivered a low alert at 100% volume, which was acknowledged immediately. At 01:57 am, the app delivered another low alert at 100% volume, which was also acknowledged immediately. After the 15-minute snooze duration, the app delivered a low alert at 100% volume from 02:12 am to 03:57 am, with egvs dropping from 104 mg/dl to 63 mg/dl. At 04:02 am, the egvs dropped to 53 mg/dl, and the app delivered an urgent low alert at 100% volume, which was acknowledged at 04:04 am. After the 30-minute snooze duration, the egvs rose to 69 mg/dl, and the app delivered a low alert at 100% volume at 04:32 am and 04:37 am, which was acknowledged at 04:39 am. After the 15-minute snooze duration, the egvs rose to 85 mg/dl, and the app delivered a low alert at 100% volume at 04:52 am, which was acknowledged at 04:55 am. The probable cause could not be determined. Data investigation could not confirm the allegation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.